Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no: 309702 batch no: 9123673. It was reported that there is foreign matter on syringe.

Event description:
It was reported that syringe 3ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no: 309702 batch no: 9123673. It was reported that there is foreign matter on syringe.

Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter was received from the customer. A photo was provided to aid in the investigation of this defect. It was observed that there is foreign matter in the syringe. However, a root cause for this defect could not be determined due to fluid already being inside the syringe. A device history record review was completed by our quality engineer team for provided lot number 9123673. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Further action has not been determined necessary at this time. This is the first complaint for foreign matter on material 309702 & batch 9123673. H3 other text : see h.10.